Event description:
It was reported while using bd alaris pump module smartsite infusion set the tubing broke at a connection. There was no report of patient impact. Verbatim: yesterday we had a failure that involved a tubing set with the same lot numbers and reference number. 2/8/23: bd alaris pump infusion set. Ref: (B)(4) lot: (10)22105620 exp: 2025-10-19. Oxaliplatin. Malfunction break occurred at channel pump line connection.

Manufacturer narrative:
H.6. Investigation summary: one photo as sample was received and analyzed by our quality team. The break or separation in tubing is clearly presented in the photos and the complaint cannot be verified. Without further information like a physical sample, the root cause cannot be determined. This type of separation has been observed in the past as a result of improper loading technique but this cannot be confirmed without sample for investigation. A device history record review for model 2420-0007 lot number 22105620 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19oct2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the tubing broke at a connection. There was no report of patient impact. Verbatim: yesterday we had a failure that involved a tubing set with the same lot numbers and reference number. (B)(6) 2023: bd alaris pump infusion set: ref: 2420-0007. Lot: (10)22105620. Exp: 2025-10-19. Oxaliplatin. Malfunction break occurred at channel pump line connection.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.